Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm portico ng/navitor valve was successfully implanted in a patient. There was no difficulty experienced implanting the 23mm portico ng/navitor valve. On (B)(6) 2023, the patient complained of a headache. A magnetic resonance imaging (MRI) scan was performed and revealed a chronic infarct in the left caudate head and anterior superior portion of left basal ganglia. There was no intervention performed. The duration of symptoms from the stroke is unknown. The patient did not experience a permanent injury or disability. The cause of the patient's stoke is unknown, but a chronic infract was first reported on a MRI brain scan in (B)(6) 2024. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause of the reported stroke/cva could not be conclusively determined. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event for patient effects of stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without serial/lot number, device history record and lot specific similar complaint can not be reviewed. Based on the information received, a cause of the reported stroke/cva could not be conclusively determined. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.